Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer stated that the insulin pump was not functioning properly and requested a replacement of the device. Troubleshooting was performed. The customer stated that the insulin pump was not delivering insulin. Reviewed the alarm history and found low battery and low reservoir alarms. Ran a fixed prime test and the insulin did not exit of tubing even when the piston was about halfway up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.